Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361) and in-house 0.0265in mandrel. As found condition: the pipeline flex and marksman catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pushwire was returned within marksman catheter. Damage location details: the pushwire was returned extending out from the hub. No bend found on the pipeline flex pusher. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal and proximal ends of the pipeline flex were found fully opened and moderately frayed. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The distal tip/marker band was found to be flattened. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pushwire was pushed out from marksman catheter without issues. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the distal end as the distal and proximal ends of the pipeline flex braid were found fully opened and moderately frayed. However, the root cause could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the micro-guidewire guided stent catheter was in place, the dense mesh stent was delivered. After the stent was pushed in place, the stent catheter was retracted. After retracting to one-third of the stent length, the stent couldn't be opened distally (opened at the middle cerebral artery). Then continued to release the stent to half length, it also couldn't be opened. Waited for three minutes, recycled and release again, but it still couldn't be opened. Therefore, the entire system was withdrawn from the body. Replaced it with a new stent, except that the guide wire was the stryker 14 system guidewire, and the rest of the devices were ev3 products. The pipeline was not positioned in a bend and was not stuck in the capture coil. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was reheated less than or equal to 2 times. No additional steps or other devices required to open the pipeline. The pipeline was removed from the patient and resheathed and removed with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The pipeline was used for an approved indication.   The patient was undergoing surgery for treatment of a c6 saccular, unruptured aneurysm with a max diameter of 4mm and a 2.2mm neck d iameter.  The landing zone was 4.4mm distally and 4.6mm proximally. It was noted the patient's vessel tortuosity was minimal.  Dapt (dual antiplatelet treatment) was administered. Pru level was aspirin and clopidogrel three days before surgery. The angiographic result post procedure was used the second mesh stent. Aneurysm not developed.